Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a pph procedure, the device was fired and the tissue was cut but the staples were not present. Hand sewed the line to secure the staple line and did not use the purse string. There was no pt consequence reported.